Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement 4port axiem shipped to site (B)(6) 2017. Medtronic investigation of returned suspect 4port axiem finds that the reported issue could not be replicated. Axiem unit was connected to a test system with the ent application. Registration, tracking, and accuracy looked normal on all 4 tool ports. The system remained functional with no failures. Unit was received without the pry out plug. Device found to be fully functional. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that while in a planned maintenance (pm), all the axiem port were loose on a site's navigation system. Navigation system continued to function normally, however, having intermittent issue reported. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.